Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Device evaluated by MFR: the device was not returned.

Event description:
It was reported that the 18 fr catheter came off the bag and caused the patient to leak urine. The patient never had a problem using 16 fr catheter, but in two weeks of using 18 fr catheter, bags worn off.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be due to drainage funnel too short/ improper insertion by operator/ user related (pulling by user/tamper evident seal removed by user). The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the 18 fr catheter came off the bag and caused the patient to leak urine. The patient never had a problem using 16 fr catheter, but in two weeks of using 18 fr catheter, bags worn off.